Event description:
It was reported that following a peripheral stenting treatment procedure the stent eroded through the vessel wall. A wallstent had been implanted to treat an unknown vessel. At an unspecified time later, it was discovered that the wallstent was "oversized" and had eroded through the patient's vessel wall. In the physician's opinion, the device was not at fault in the event. The vasculature was embolized via unknown means. No additional patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).